Manufacturer narrative:
Pt code: (B)(4) - labeled na. Device code: (B)(4) - labeled yes.

Event description:
It was reported that, during an implant procedure, the locking mechanism which is placed in the burr hole in the skull to lock the deep-brain stimulation lead into place would not lock, and the lead subsequently moved deeper than intended. The lead was retracted to the intended depth, and the health care provider was eventually able to get the mechanism to lock. It was stated the locking mechanism could not be replaced due to fear of further dislodging the lead. It was stated that, at the end of the procedure, there was good lead placement, and the lead would be checked to make sure there was no further movement. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.